Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the safety disk (0202-00-0140) and the tidal volume disk (0202-00-0142). The fse completed the pm, the unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that when the customer request a preventive maintenance (pm) in the cardiosave intra-aortic balloon pump (iabp), the device monitor displayed that the safety disk and the tidal volume needed replacement. There was no patient involvement.

Event description:
N/a.